Manufacturer narrative:
The t:slim x2 g5 pump user guide states: the pump has been stopped for an extended period of time. Select resume insulin in the options menu to continue therapy. The t:slim x2 g5 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the infusion site and cartridge to address the alarm. While performing troubleshooting, the customer suspended insulin delivery and received a valid resume pump alarm. In addition, as the bolus screen was accessed, but action was not performed within 90 seconds, the pump declared a valid incomplete bolus alert. Blood glucose level was in the 500's (mg/dl), and was addressed by delivering a bolus.